Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a removal surgery due to a broken locking compression plate (lcp). This report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a removal process took place due to the breakage of a locking compression plate.

Manufacturer narrative:
The plate was broken upon receipt. The plate broke through the fifth combi-hole. The fracture surfaces of the plate were investigated by scanning electron microscopy (sem). The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The measurements were taken close to the investigated fracture. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate alternating bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack and subsequently to the overload, resulting in the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.